Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the "end-metal tip" of the usb cable broke off inside the pump's usb charging port. The contact was able to remove the metal piece from the pump's usb port without any issues. The pump was able to be successfully charged using a different usb cable. There was no impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.